Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer¿s reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The customer's settings were tested and the service technician was able to create an alarm condition by removing the gas outlet port tubing. The ventilator alarmed ¿disc/sense¿ as appropriate with an audible and visual alarm. The ventilator passed 71 hours of extended tests at the customer¿s settings. The ventilator passed the ltv final test which includes many alarm and ventilation functions. No abnormalities were found with the ventilator. The event trace log was reviewed and there were no unusual alarm types or incident counts. All event trace entries were consistent with normal ventilator operation.

Event description:
It was reported to vyaire medical that the customer's ltv ventilator had no alarms or sounds coming from the ventilator. The unit was in use on a patient but there was no harm to the patient, the patient was placed on another ventilator.